Event description:
Treated was a moderately calcified total occlusion in the medial arteria tibialis anterior. The balloon was placed and inflated in the lesion. When withdrawing the deflated balloon, resistance was felt and the catheter fractured. The fractured device was removed.

Manufacturer narrative:
A technical analysis of the returned instrument was conducted and a review of the manufacturing history was performed to evaluate whether there was any deviation that could account for the reported event. The technical investigation revealed that the balloon has separated from the outer shaft at the proximal balloon welding about 13 cm proximal to the tip. The inner shaft has fractured about 2 mm proximal to the proximal x-ray marker. Microscopic analysis of the proximal balloon welding did not show any irregularities. The distal part of the balloon is compacted which indicates that the balloon got stuck in the introducer sheath during withdrawal. In case resistance is encountered during withdrawal, the IFU states that the balloon catheter and the introducer sheath should be removed as a single unit. A review of the production documentation for the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. We can therefore confirm that the device was in accordance with the specifications at the time of delivery. Based on the conducted investigations of the device being subject to this complaint, no manufacturing or material related root cause could be identified. The balloon separation was most likely caused by a tensile stress overload during withdrawal into the introducer sheath.